Event description:
It was reported that the patient underwent a revision procedure. The patient had an x-ray performed postoperatively and the patients lead had retracted slightly and was no longer at the target. The patient's original right lead was removed and replaced with a new lead. The lead cannot be returned as it was retained by the facility. The patient is doing well postoperatively. Additional information was received that the lead db-2202-45 serial number (B)(6) remains implanted and in service.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7084086.

Event description:
It was reported that the patient underwent a revision procedure. The patient had an x-ray performed postoperatively and the patients lead had retracted slightly and was no longer at the target. The patients original right lead was removed and replaced with a new lead. The lead cannot be returned as it was retained by the facility. Both leads were reported for this event, as it is unknown which serial number is the right lead. The patient is doing well postoperatively.